Event description:
It was reported that during a sling procedure, the clinican attempted to remove the plastic sheath. The clinican noted that the plastic sheath was difficult to remove. A second device was used to complete the procedure with no adverse patient consequences.